Event description:
Additional information was received from a healthcare provider via a company representative who reported that the pump was explanted due to suspected over infusing. Per this reporter, the pump was delivering morphine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the healthcare provider (hcp) via a company representative (rep) reporting that the cause of aspirating less drug than expected during refills was not determined. Unknown if any external/environmental/patient factors may have caused or contributed to the issue. There were no actions/interventions taking place. The cause of the numbness symptom was not determined. The numbness resolved, by bupivacaine concentration being reduced by 50%.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing bupivacaine via an implantable pump for non-malignant pain indications for use. The healthcare provider (hcp) reported they have aspirated less drug than expected during the last two refills. He stated a refill was done today and they expected 16.2 ml and got back ~8.5. He stated hcp also mentioned having to turn the dose down because he was having numbness in his legs. The agent reviewed potential mechanical issues which could cause overinfusion.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.